Event description:
It was reported that this implantable cardioverter defibrillator {ICD) exhibited beeping tones. The clinic received a latitude alert for an out of range atrial lead impedance which has since normalized. However, the patient's device continues to beep. Boston scientific technical services advised that the beeping can only be reset by the patient attending clinic and resetting the alert. The clinic was advised to perform isometric/provocation/impedances. No adverse patient effects were reported. This product remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).